Event description:
It was reported that the patient presented for a right ventricular (rv) lead implant procedure. During procedure, it was discovered that the rv lead helix exhibited difficulty in extending and retracting. Upon placement, it was also noted that the rv lead displayed a high pacing impedance, failure to capture, and failure to sense. The rv lead was successfully replaced on (B)(6) 2025. The patient was recovering.

Manufacturer narrative:
The reported events of failure to sense, failure to capture and high pacing impedance were not confirmed by analysis. The reported events of failure to extend and failure to retract the helix were confirmed by analysis. As received, a complete lead was returned in one piece for analysis. Final analysis found the lead's inner coil to be over torqued consistent with procedural damage. The cause of the helix mechanism issue was isolated to blood/tissue in the helix region and over torque of the inner coil.